Event description:
It was reported that the paddles ECG function was inoperative on the customer's device. This was found during testing and no patients were involved.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assembly and determined that the cause of the reported failure was a broken resistor, designator r7 which was making intermittent contact. When the resistor was not making contact, it would also prohibit the device from having the ability to charge defibrillation energy.